Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that waste bag pressure alarms occurred during two consecutive routine hemodialysis treatments. The alarms could not be resolved. The operator terminated treatment without rinsing back the pt's blood, resulting in an estimated 190 cc blood loss for each treatment. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator failing to rinseback the pt's blood. The user's guide states to rinseback the pt's blood if alarms cannot be promptly resolved. There is no evidence to suggest that a device malfunction occurred. The drain line was subsequently replaced and no further similar problems occurred. The user's guide contains appropriate troubleshooting instructions to resolve alarms. Facility staff were notified. Nxstage medical considers this report closed. No add'l info will be provided.